Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial #: (B)(4), product type: catheter. Product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 07-jun-2020, UDI #: (B)(4). Product ID: neu_unknown_cath, serial/lot #: unknown, ubd: 07-jun-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving heparin, 25000/20 units concentration at 1250 units/day dose and saline, same concentration and dose as heparin via intrathecal drug delivery pump for cancer chemotherapy. It was reported that the last refill was (B)(6) 2018 and the pump had not been refilled since then so there was an empty reservoir situation. The normal refill cycle was 14 days with a typical residual of 6 mls left in the reservoir at the refills. The patient didn't hear the pump alarm and was purposely allowing the pump to run dry. At the time of the call, she didn not know the programmed alarm duration. They wanted to have the catheter access port (cap)/catheter flushed but were unable to perform a dye study. This issue occurred friday (B)(6) 2018. The plan was to install alteplase in the cap to try and dissolve clots. Patient was due for refill. Therapy was not intentionally discontinued. Empty pump alarm occurred on (B)(6) 2018. No symptoms were reported. No further complications were reported.